Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock lead impedance (sli) of 0 measurements. Boston scientific technical services (ts) suspected noise. The patient has memory issue and cannot remember what the patient was doing at that time. Additional information was received that the cause was not determined. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.